Event description:
Reportable based on device analysis completed on 22-dec-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the distal right coronary artery (rca). A 2.50x16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage and a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent was damaged at the proximal end. The struts on the two most proximal rows were raised and misaligned. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner profile markerband profile. The hypotube was broken 350mm distal to the strain relief. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was severely kinked in close proximity to one of the break sites and at other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).